Event description:
Caller reported pump display was blue and that it affected the ability to interact with the pump and read the screen. There was no reported impact on the customer's blood glucose level. As a corrective action, technical support arranged for the pump to be replaced and confirmed the shipping address. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Customer was instructed on how to put the pump into storage mode before returning it with a pre-paid label, which they understood and acknowledged.